Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient came to the emergency room complaining of hip pain. X-rays revealed a loose cup that had shifted position. Loosening interface is bone to implant. Doi: (B)(6) 2016; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint: (B)(4).investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.